Manufacturer narrative:
The reported observation of impedance issues and unable to enter MRI mode was confirmed when referencing the returned lead, model 3228. Electrical testing found lead electrode #3 had an electrical open. The root cause was not ascertained. A high-resolution inspection did not visually note the electrical open on electrode contact #3.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient could not set the device into MRI mode system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively